Event description:
(B)(4) was received on (B)(6) 2011. The report indicated the following: "implantable spinal fusion stimulator placed approximately 3.5 years ago at another facility. Stimulator and hardware removed at reporting facility because of two broken s1 screws. Patient had been having lower back pain."